Event description:
The customer reported that the ortho provue read a sample barcode ID incorrectly. The incident occurred on (B) (6) 2008. No erroneous results were reported. Sample misidentification may lead to the reporting of erroneous test results.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the customer site and verified the appropriate settings to return the instrument to expected operations. This customer has not logged any complaints against this analyzer since this incident. (B) (4)